Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with a possible sievers I bicuspid native valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) balloon. The valve was prepped and delivered via the left subclavian approach. The valve was positioned and deployed without issue. A post implant transesophageal echocardiogram (tee) demonstrated that the valve was constrained at the level of the waist and the bioprosthetic valve leaflets. Moderate paravalvular leak (pvl) was reported. The valve was post dilated using a 25 mm non-medtronic balloon. Of note, the average annular diameter was 27.8 mm. One inflation was performed for less than ten seconds using a syringe. Immediately following the bav, the patient's hemodynamics abruptly decompensated and the patient was placed on peripheral cardio-pulmonary bypass. A follow up tee revealed a substantial pericardial effusion and a suspected annular rupture. The post-implant bav contributed to the effusion and rupture. The procedure was converted to an open procedure. The aortic root was repaired. The transcatheter valve was explanted and replaced with a surgical valve. Of note, the patient's sinotubular junction and left ventricular outflow tract (lvot) were calcified and the native leaflets were thickened with moderate calcium. No additional adverse patient effects were reported.